Event description:
It was reported that when using the bd pyxis¿ es server medication was stocked out and not crossing for refill. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that all medications were stocked out and not crossing for refill. A technical support specialist (tss) ran dialed into carefusion coordination engine (cce). Then checked examples and confirmed ghost pocket, then cleared entire inventory for station in cce database (db) and repopulated it. After that informed the customer to monitor it and the customer confirmed system was working fine. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication was stocked out and not crossing for refill. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.